Manufacturer narrative:
H10: manufacturing review: the device history record could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years and one month later, a computed tomography abdomen pelvis with contrast showed that an inferior vena cava filter was present located below the level of renal arteries. Several of the arms of the inferior vena cava filter had perforated through the wall of inferior vena cava and extended to the adjacent soft tissues. One of the anterior arms of the filter extended into the 3rd portion of the duodenum. The perforation of inferior vena cava by inferior vena cava filter arms was noted on the previous study. After two months later, filter retrieval was attempted. Access was gained via the right internal jugular vein. A 12 f sheath was advanced just above the filter and attempted to retrieve the filter using an ensnare catheter and ensnare wire. This was unsuccessful. Subsequently a 16f sheath was inserted through the internal jugular vein and utilized multiple techniques to extract the filter including snaring with a separate wire above and below the filter, using an angioplasty balloon from the right femoral vein to dislodge the filter hook from wall of the cava and finally using endovascular forceps. All of the above-mentioned attempts failed. The filter was left in place. After three days, the patient presented with abdominal pain and an open abdominal filter retrieval procedure was performed. The patient's abdomen was prepped and draped in the standard fashion. A right subcostal incision was made and extended into the peritoneum. A longitudinal cavotomy was made with 11 blade and potts scissors. The struts extending into the duodenum was pulled out of the duodenum and the enterotomy was closed with lamberted sutures. The filter was subsequently removed in its entirety from the cava. In order to remove the hook and neck, they had to be cut out with scissors from the inferior vena cava wall. The venotomy was closed in a primary fashion using 3-0 prolene sutures and hemostasis was achieved. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc), filter detachment and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter detached and struts perforated into organs. Approximately after seven years and three months later, the filter was removed in two open abdominal procedures. The patient reportedly experienced abdominal pain; however; the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. The investigation is inconclusive for the alleged perforation of the ivc, retrieval difficulties and filter detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter detached and struts perforated into organs. Approximately after 7 years 3 months, the filter was removed in two open abdominal procedures. The patient reportedly experienced abdominal pain; however; the current status of the patient is unknown.